Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the lead did not stay seated and locked into the neurostimulator. When connecting the stage one lead to the neurostimulator, the physician could not get the lead to push all the way in. Two counterclockwise turns and a slightly more than normal pressure put the blue tip to the end, the set screw was tightened, and two audible clicks were heard. An impedance check was completed and was within normal ranges. Upon trying to turn up stimulation levels post-op, no stimulation was felt by the patient; an impedance check was done and it showed all pairs greater than 4000. The patient was taken back to surgery and it was found that the lead was not contacted. It was noted there was fluid in the header and the set screw was not functioning properly so a new neurostimulator was used. The issue was reported to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was implanted for about 3 hours, then had to be removed in a separate surgery because the lead did not stay plugged into the heater. It was deemed unusable by the physician and another ins was used. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Below are the analysis findings and test results: the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.